Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message and multiple occlusion alarms occurred. Blood glucose (bg) was over 500 mg/dl with moderate ketones. Bg was addressed with a site change and bolus via the pump. The supplies were changed to address the event.